Manufacturer narrative:
A ge service representative performed an onsite investigation. A generator module connector was repaired. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system would boot up but not produce x-rays. There is no report of patient injury.